Event description:
Boston scientific received information that this left ventricular (lv) lead and associated device had displayed impedances greater 2000 ohms and loss of myocardial capture. The patient underwent a revision procedure where the lead was surgically abandoned and the device was explanted. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.